Manufacturer narrative:
Visual examination of the returned, used device found the inner tube broken off in the center of the tube. No damage was found to the tip of the bur. The outer tube was not returned for evaluation. This type of damage is suspect of excessive force used on the device and hence the inner tube was broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the device. The device released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 15 devices, for the device family. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all of the complaint devices have been found to be confirmed for this failure the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: - always inspect the device for bent, dull or damaged blades or burs before each use - do not attempt to straighten or sharpen - do not use if damaged - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported by the sales representative on behalf of the facility that during a hip surgery on (B)(6) 2018 the hps-h002 shaver blade was found to be broken. The surgeon noticed the break in between uses of the device. The device was replaced immediately with another hps-h002 device that was available for use. The broken device did not come into contact with the patient; therefore, no components of the device had to be retrieved from the surgical site. This report is raised on the basis of a device malfunction with a potential for injury with reoccurrence.